Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
Same case as MDR ID: 2134265-2018-02163 and 2134265-2018-02204. It was reported that rotawire tip broke and remained inside patient's body. The in-stent restenosis target lesion was located in the ostium area of the left circumflex artery. A 330 cm rotawire¿ was advanced and initial ablation was done with a 1.75 mm rotalink¿ plus and second ablation was then performed with a 2.0 mm rotalink¿ plus. However, while attempting to replace the rotawire after ablation, it was noted that the radiopaque marker part of the rotawire broke. The proximal portion of the rotawire was removed. However, the distal portion remained in the left circumflex artery #13. The procedure was then completed with a cutting balloon and a drug coated balloon. There were no further patient complications reported.